Event description:
The pt was undergoing a laparoscopic supra cervical hysterectomy with pneumoliner and bilateral salpingectomy when the outer clear sheath came unattached. New instrument obtained. Instrument removed from the field. During the operation the lina xcise the outer clear sheath came unattached.